Event description:
Complainant alleged that staff was attempting to cardiovert a female pt (age unknown), but the device powered off at the first attempt to shock the pt at 100 joules. The staff was able to obtain another device to treat the pt. There was no adverse effect on the pt as a result of the reported problem.